Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the reported infection; none were found. The cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be torn. The exact timing and cause of this damage could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined if the damaged exposed soft cannula contributed towards the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+ please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient began complaining about pain at the insertion site after wearing the pod for 2 days. During the middle of the day, the patient's blood glucose levels reached 400 mg/dl and the pod was replaced. The site was inflamed, red, hot to the touch and had purulent discharge draining. Patient was taken to the emergency room (ER) and received fluids intravenously and clindamycin antibiotics for treatment. The doctor sampled the purulent discharge and confirmed the patient had a staph infection. Patient was released after 4-5 hours.